Event description:
It was reported that the insulin pump had a loose drive support cap and that the device alarmed several error alarms during normal use. The blood glucose reading was 105 mg/dl. The customer stated that she did not use the insulin pump for a day because it was not working; she stated that the device needed a new battery, and she was not able to replace it until 6 hours later. When she did, the insulin pump would not function properly. She noted that she was disconnected when pushing the drive support cap back in. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump had multiple alarms in alarm history screen. Insulin pump alarmed due to corrupted history file. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker. No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.